Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error recur, and successfully started new sensor session, with no additional information received regarding any further outcome.